Event description:
The light tilted and lightly bumped the pt on the head. The impact to the pt did not cause any injury. The customer stated that one caster was broken/cracked and it caused the light to become unstable. A replacement caster was sent to the customer. After installation of the replacement caster, the customer reported that the light still seemed to be unstable. An entire floor base is being sent to the customer to replace the current floor base.